Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not switching on. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection but was evaluated on site by a field service engineer and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the device would not power on due to the power switch being misaligned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.